Event description:
Spontaneous: spoke with pt, patient to report a no disposable damp tubing alarm error. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury or adverse side effects. The cassette is not available to be returned for investigation. The event is resolved. Patient tried cassette on both pumps ((B)(4) maintenance due date "4/23"] and error still appeared. Patient was able to change cassette and both times this removed the error allowing patient to resume infusion. Patient refused cnss evaluation at this time. No add'l info details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.